Manufacturer narrative:
An event regarding a broken insert trial involving an unknown #3 9mm cr trial insert was reported. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation. If the device is received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that while doing a total knee the poly trial broke in half.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #3 9mm cr trial insert. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while doing a total knee the poly trial broke in half.